Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient seeking legal action. Doi: (B)(6) 2006 - dor: (B)(6) 2012 (left). Patient is a resident of (B)(6). Update: (B)(6) 2012 - litigation papers allege the patient was revised due to pain. Papers also allege excessive chromium and cobalt blood levels. There was no new information received that would impact the outcome of the investigation. Update: medical records received (B)(6) 2013. Revision operative report indicates the following: pain, minimal grayish pigment deposition in the synovium; blackening consistent with corrosive changes at the level of the head and neck junction; minimal bone adherent to acetabular cup; possible poor fixation of the left acetabular component; significant heterotopic bone. Adaptor sleeve and femoral stem added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.